Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the epidural pump shut off randomly after flashing random numbers. The nurse restarted the pump, which looked to be fully charged and plugged in. The nurse switched the outlet just in case and still, the same issue happened. The nurse changed out the entire epidural pump. The pump displayed system fault error code 46440. The event occurred during infusion. There was no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a cracked lens, and was dirty; the wireless communication module was in good condition. The event history log confirmed system fault 46440 and communication module intermittent connection occurred during infusion. Functional testing was unable to replicate the reported issue. The root cause was unknown. The pogo insulators were removed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.